Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed no image. The event occurred during setup/inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the unique device indicator. Updated fields: d4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However image noise was identified. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the malfunction of the plug unit led to the image noise. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: d8, d9,h3, h4.

Event description:
No additional information received from the customer.